Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a bleeding irritation under the lifevest therapy electrodes. The patient's doctor prescribed an unknown cream for the irritation. The patient reported that the injury healed.